Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A notification was sent to the manufacturer of the 0.18" enhance sterile micro introducer kit (galt) on 06/20/2024 to alert them of the reported event. All reasonably available information has been provided by the company at the time of submission of this report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred either with the 0.18" guidewire of the enhance sterile micro introducer kit (galt) or the arterial sheath of the enroute transcarotid neuroprotection system. The dissection was identified when the 0.014" enroute guidewire could not advance. The physician used multiple wires and directional catheters and adjusted the arterial sheath tip. The procedure was converted and interposition graft was used to treat the dissection. The patient is neurologically intact and no further complications reported.